Manufacturer narrative:
Additional information received via (email) on 28-sept-2020 that the device did not fail while in use with patient. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection latch cassette, and downstream occlusion pressure testing were performed. The customer reported problem was not duplicated. According to the investigation, the pump dso's output values were within specification ranges. However, with multiple entries in the pump ehl, the pump dso sensor will be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette was not attached properly. It was also reported that the device displayed high occlusion readings. There were no adverse events reported.